Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after a hernia procedure where this device was implanted, the patient experienced recurrence with incarceration. After the original procedure additional surgeries were performed, including revision.

Manufacturer narrative:
This complaint file has been found to be a duplicate and all future reports will be sent under MDR# 9615742-2018-00208. If information is provided in the future, a supplemental report will be issued.

Event description:
Duplicate report.